Event description:
When the doctor went to remove one of the ultratines from the box, it broke. Didn't use any.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.